Event description:
A report was received that the patient had pain at the implant site. It was also reported that the incision site is still open with a clear fluid discharge. The patient was seen by a physician and all concerns had been addressed. No further course of action will be taken at this time.